Manufacturer narrative:
Reference MFR report # 2916596-2016-02537 for the report of the previous pump exchange. (B)(4). Approximate age of device ¿ 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 routine clinic labs showed that the patient's lactate dehydrogenase (ldh) was 1047 u/l. The patient was admitted and placed on heparin infusion, and the ldh decreased to 610 u/l. On (B)(6) 2017, the patient's ldh elevated to 824 u/l. Ldh was only monitored at that point with a plan to move forward with transplant if the patient was able to remedy some psychosocial concerns. On (B)(6) 2017 the patient was admitted from clinic with an ldh of 3659 u/l, along with signs and symptoms of heart failure (hf), including shortness of breath, paleness, fatigue, and dark urine. The patient was placed on a heparin infusion until the exchange could be performed. The patient underwent a pump exchange to another manufacturer's device on (B)(6) 2017. A previous pump exchange due to thrombus had been performed on (B)(6) 2016. At that time the patient's inr goal was increased and the surgeons questioned the possibility that the patient had a coagulopathy.

Manufacturer narrative:
The explanted pump was returned with the driveline severed approximately 1 inch from the pump housing and the severed distal portion was not returned. Examination of the rotor inlet upon disassembly of the pump revealed a thrombus formation surrounding the inlet stator¿s bearing cup and the rotor¿s bearing ball, which was pulled out of its bore upon disassembly. Its laminated structure and areas of denaturation indicate that this thrombus likely formed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it could have contributed to the patient¿s clinical signs of hemolysis. In addition, small, a small white tissue-like deposition was observed between the outlet bearing and one of the stator blades. The deposition lacked lamination, lacked denaturing, and were not adhered to the bearing ball or stator blades. The deposition did not appear to have originated in this location; however, its origin could not be conclusively determined. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.